Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event while sleeping and treated with oral glucose. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication. Investigation included communication and interviews, and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a medical device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.